Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the gas leakage from the primary piping occurred due to damage on k-connector unit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high flow insufflation unit to the service center for a separate issue. During the device analysis, a gas leak from the primary piping was found. It was determined that there was damage on the k-connector unit and the k-connector needed to be replaced. There was no patient involvement.